Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. 1 used actual sample was returned without packaging and cannula assembly. Returned sample. The actual sample was subjected to visual inspection. No abnormalities were observed on the returned sample. No abnormalities observed. The returned sample was subjected to leak test. The sample had passed the leak test. The root cause of the nonconformance could not be confirmed as the returned sample showed no abnormalities and had passed the leak test. However, review of the past 12 months qn was performed. Qn# (B)(4) was raised in jan 2018 due to dented adapter inner luer (affected batch: mat# 382412, batch#8 004281). The root cause was due to the misalignment at adapter pick and place station, the holder screw was broken causing dented inner luer during pick up the parts from pallet. Corrective action has been implemented, the holder screw and alignment condition will be checked every start of the shift and a monthly pm has been established to change the holder screw. Catheter adapter leakage test was performed during outgoing inspection, all the batches were released upon passed the outgoing test. The returned sample showed no abnormalities and had passed the leak test.

Event description:
It was reported that bd insyte¿ IV catheter leaked. No serious injury or medical intervention was reported.